Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of t-wave oversensing due to lead noise was observed. Lead replacement and further testing were suggested due to a suspected lead malfunction, but no action or testing was performed. The patient was feeling good and will be followed-up with.

Event description:
New information received indicates that non-sustained oversensing was observed during a routine check up. The patient was fine. Lead revision was recommended.